Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 28-year-old female patient who had essure (batch no. 740659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, lower abdominal pain, hyperthyroidism and hematuria. Concomitant products included aripiprazole (abilify) since (B)(6) 2012, cetirizine since (B)(6) 2012, fluticasone propionate (flonase allergy relief) since (B)(6) 2012, lithium carbonate since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) since (B)(6) 2012, metronidazole since (B)(6) 2012, oxcarbazepine (trileptal) since (B)(6) 2012, ranitidine hydrochloride (zantac) since (B)(6) 2012, sertraline hydrochloride (zoloft) since (B)(6) 2012, simvastatin since (B)(6) 2012 and tramadol since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced cystitis ("plaintiff claiming bladder/urinary problems: bladder infect"). The patient was treated with iron and prednicarbate (topimax). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, allergy to metals, cystitis, weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anaemia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder infect. Previously reported essure insertion date : (B)(6) 2011. Current weight: 345 lbs. Received treatment for bladder problem, urinary tract disorder, anemia, migraines patient is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, lot number: 740659. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6)-year-old female patient who had essure (batch no. 740659) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, lower abdominal pain, hyperthyroidism and hematuria. Concomitant products included aripiprazole (abilify) since (B)(6) 2012, cetirizine since (B)(6) 2012, fluticasone propionate (flonase allergy relief) since (B)(6) 2012, lithium carbonate since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) since (B)(6) 2012, metronidazole since (B)(6) 2012, oxcarbazepine (trileptal) since (B)(6) 2012, ranitidine hydrochloride (zantac) since (B)(6) 2012, sertraline hydrochloride (zoloft) since (B)(6) 2012, simvastatin since (B)(6) 2012 and tramadol since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), allergy to metals ("plaintiff claiming allergy: nickel - diag. Post-essure"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced cystitis ("plaintiff claiming bladder/urinary problems: bladder infect"). The patient was treated with iron and prednicarbate (topimax). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, anaemia, allergy to metals, cystitis, weight increased, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, anaemia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for bladder infect. Previously reported essure insertion date : (B)(6) 2011. Current weight: (B)(6) lbs. Received treatment for bladder problem, urinary tract disorder, anemia, migraines patient is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, abdominal pain, most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received: new events: "abnormal bleeding vaginal,bladder disorder, urinary tract disorder , pelvic inflammatory disease, migraines / headaches, stomach pain",concomitant drug, lab data, medical history, reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.